Manufacturer narrative:
Intuitive surgical inc. (Isi) received the mtm involved with this complaint and completed the device evaluation. Failure analysis was not able to reproduce the reported failure but was able to confirm the error in the field error logs. Visual inspection was performed, sine cycle was performed without any issues, and tests performed via all passed. The axis 7 motor will be replaced as a precaution. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system generated repeated errors 23013 on the right master tool manipulator (mtmr). The customer stated that power cycling the system did not solve the reported issue. At that time, the surgeon made the decision to covert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and they confirmed that they attempted to troubleshoot the issue but the problem persisted. Stapling was the last step to finish the procedure and that time the surgeon converted. An isi field service engineer (fse) was dispatched to the facility and the fse tried power cycling the system but the issue persisted. The fse replaced the mtmr gimbal and the issue was resolved. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).